Manufacturer narrative:
The fse adjusted the wash collar and verified the instrument operation. Root cause for the leak is unknown but may be related to the wash collar adjustment performed during subsequent instrument servicing for this cf event.

Event description:
During a visit to the customer's lab a beckman coulter inc (bci) field service engineer (fse) noticed liquid on the top of the sample tubes. The liquid leaked onto the barcode labels and cause the dxh800 not to read the specimen barcodes. The fse was wearing ppe, including gloves and lab coat. No exposure to mucous membranes or open wounds. No medical attention was needed. No death, injury or affect to patient treatment.